Event description:
It was reported to philips that the device was dropped and as a result the ECG port was damaged. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 15-jun-2021. Upon evaluation of the device by an authorized bench technician it was verified that the ECG connector on the measurement panel had been damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector on the measurement panel. The measurement panel was replaced to resolve the noted damage. Following the repair, the device was deemed fit for use and the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was dropped and as a result the ECG port was damaged. There was no reported patient involvement,